Event description:
Physician reported the removal and replacement of an amo array intraocular lens in response to patient's complaint of halos and glare, both of which are identified as risks in the product labeling.